Event description:
The user facility reported that a pt had sustained a colon perforation during a diagnostic colonoscopy. Upon discovery of the perforation, the procedure was stopped and a three-way abdominal x-ray was performed. The x-ray revealed free air in the pt's abdomen. The pt was immediately taken to surgery, and the perforation was said to have been repaired by the same physician that performed the colonoscopy. The pt was discharged from the user facility two days later, and was said to be doing fine.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info and was informed that the physician indicated that a diverticuli could have ruptured. The device referenced in this report was returned to olympus for investigation. The investigation revealed that the distal end cover, light guide lens, and bending section cover glue were cracked, but there were no sharp edges noted. There were minor cuts or scratches and peeling noted on the insertion tube and light guide tube, but there were no sharp edges detected. The light guide lens had a large chip, which appeared to be due to impact damage. There were two broken frayed wires on the bending section mesh, which was attributed to extensive usage. The device failed the distal end cover insulation testing, and the eval found the up/down knob movement rough, grinding, and intermittently locking when moved. The right/left knob was also noted to be slipping and intermittently locking when moved. Further investigation revealed that the angle shaft was misaligned, which likely caused the upward and downward control knobs not to work appropriately. The scope passed the leak test, and there was no evidence of fluid invasion in the scope connector or control body. The cause of the reported event cannot be conclusively determined. This report is being filed as an MDR in an abundance of caution.